Event description:
In 2002 three invisx locks were implanted. The doctor revisited the site for another reason and found that the caps were loose. The locks were removed and synthes were used to close.